Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited dip in impedance measurements ten days after the patient had undergone a device change out procedure. On (B)(6) the patient presented to the clinic and impedance remained low and loss of capture was noted in all configurations. The patient was scheduled for a chest x-ray but the findings have not been discussed. The left ventricular lead was programmed off and the patient was not symptomatic. No additional information was available at this time.